Event description:
Same case as MDR ID# 2134265-2012-05869. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Using a right radial approach, the 90% stenosed lesion was located in the moderately tortuous, severely calcified proximal right coronary artery. The 8mm x 3.5mm quantum maverick balloon was being used for pre-dilatation to treat in-stent restenosis of a non-bsc stent. The balloon ruptured above 12 atms; exact burst pressure unknown. The balloon was removed intact. The physician tried to pre-dilate with a second 8mm x 3.5mm quantum maverick balloon when it ruptured upon second inflation at unknown atms, under rated burst pressure. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The quantum maverick catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).